Event description:
The customer contacted baxter's technical service center regarding a home patient (hp) that stated they were in day drain when they should have been in day fill, which occurred on the homechoice (hc) during drain 1 of 1. The technical service representative (tsr) asked the home patient (hp) what the display read. The hp stated stopped drain and then day drain 1/1. The tsr explained that the hc was in the day drain and the hp should be in the day dwell. The tsr had the hp close the clamps, disconnect and cycle the power. The tsr assisted the hp with ending therapy and getting the set out. The tsr explained the hp could start over with new supplies and contact baxter back if the hc alarmed. The hp stated that they would start over with new supplies.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.